Manufacturer narrative:
The reported field event of the inability to removed the lv lead from the header was verified in the laboratory. Upon receipt, a section of a lead was found in the lv port. In the laboratory, the section of the lead was successfully removed from the header. It is believed that the cause of the reported inability to remove the lv lead from the header was silicone material in the set screw hex cavity.

Event description:
It was reported that during device change out for normal eri, the lv lead could not be removed from the device header. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun